Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon catheter sterile package was open upon removal from the outer box. There was no patient involvement.